Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer¿s representative regarding a patient who was receiving morphine 20 mg/ml at 9.089 mg/day via an implantable pump. It was reported that a motor stall occurred. The patient called the hcp because he heard a bitonal alarm. The hcp read the pump and found the motor ¿had a block¿ on (B)(6) 2016 and it recovered on (B)(6) 2016. Per the logs, the stopped pump period may exceed tube set message occurred before the pump recovered. The patient experienced no symptoms. The use of an ultrasound system near the pump may have led or contributed to the issue. Troubleshooting included reading of the logs. Actions/interventions included monitoring the patient. The issue was resolved. The patient status was alive ¿ no injury.

Event description:
Additional information received from the manufacturer indicated a call from the hcp indicating a motor stall (reported as block) occurred on (B)(6) 2016 and again on (B)(6) 2016 [the event on (B)(6) 2016 was not a second motor stall, but a tube set, per interrogation report]. The pump reportedly restarted on (B)(6) 2016. The patient did not experience any symptoms. The issue was thought to be strange since the patient received 9mg of morphine a day. It was stated the patient used an ultrasound infusion system and inadvertently put it next to the pump. The manufacturer representative wanted confirmation the ultrasound system could cause the motor stalls. It was noted the clock on the hcp's clinician programmer was not properly regulated, so it may be the recovery of the motor stall happened before the reading of the pump during the (B)(6) 2016 visit. It was further stated the hcp wondered why the patient did not experience any systems within a 48 hour pump stall. An image of the clinician programmer interrogation indicated a motor stall occurred on (B)(6) 2016 at 15:41 with a stopped pump may exceed tube set message on (B)(6) 2016. The motor stall recovered on (B)(6) 2016 at 18:54.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a manufacturer representative indicated the patient was seen for another follow-up to audible critical pump alarm . Interrogation confirmed a motor stall and recovery. The patient was on their way home when the alarm sounded again. Then on their way home, the pump alarm sounded again. The patient went back to the hospital and interrogation confirmed another motor stall and recovery. The patient went back to the hospital on (B)(6) 2017 and the pump was in stall again. The decision was made to hospitalize the patient and monitor until replacement of the pump. There was still no report of symptoms. Further information received on (B)(6) 2017 indicated x-ray confirmed the patient had a broken catheter. The physician stopped the pump and would evaluate the patient in 24 hours. The physician had not confirmed if they were going to replace the pump.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial# unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative indicated the cause of the most recent motors were unknown. The healthcare provider (hcp) was thinking of removing the entire system. The cause of the catheter break was undetermined. The patient did not experience any symptoms, as the patient was compensated with very low dosage oral medication. The pump would be returned, but the catheter was "still to be determined." No further information was available. No further complications were reported/anticipated.